Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the lead implant procedure, the operation of the sheath was not good, lead could not reach target position. Physician replaced the sheath and completed the procedure successfully. No patient complications have been reported as a result of this event.